Event description:
It was reported to philips that the device had a red x and service device message after opcheck. This was further clarified by a philips fse as the device failed opcheck with a pads ECG malfunction. There was no patient involvement.